Event description:
It was reported that crosstalk was observed at atrial outputs. X-ray showed that the leads had not moved. The patient reported of not feeling well. The device was explanted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04486 and # 3005099803-2010-04487. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician found the wire was already broken when he opened the packages. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The sensing anomaly observed in the field was not confirmed in the laboratory. The device was tested on the bench, and no cross talk was observed. The device's functionality was tested, and no anomalies were detected. The device met all specifications. The device header's wires were x-ray inspected; no anomaly was detected. The device is functional.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.